Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2025-14753. Related manufacturer reference number: 2017865-2025-14755. It was reported that the patient experiences redness, swelling, small scab formed on the pocket site. The puss was visualized after the pocket opened and the pacemaker and leads were explanted. The patient was stable throughout.